Event description:
Covidien has received a report of a n-290 involved in an incident occurring during a unspecified date in 2008 resulting in a patient death. The customer alleges that the unit did not alarm following the incident. The customer facility sequestered the unit where it sat on a shelf without being plugged into ac until sometime in 2009.

Manufacturer narrative:
The service history of the unit was reviewed for relevant records: covidien received a service call on 12/22/2008 for this n-290 serial number from a company, the parent company to a foreign facility, with questions about trend download, adjusting the baud and protocol settings on the oximeter, and speaker; covidien provided requested information and a copy of the service manual on 12/22/2008. Covidien requested that the unit be returned for failure investigation, and the customer stated it has not been released for return to covidien.